Event description:
Generator analysis was performed. Both interrogation and system diagnostic test were performed, with a distance of one and one-quarter inches (spacer block) between the pulse generator and the programming wand. The following results were noted (load resistor/reported diagnostics results, all values in ohms and battery status): 4000/3938, with intensified follow-up indicator (ifi) = yes. Resulting status checks for; communication were ok, lead impedance and current delivered were normal for all diagnostic tests performed. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications, with the exception of the expected low battery voltage. The data in the diagaccumconsumed memory locations revealed that 104.492% of the battery had been consumed. The pulse generator was opened. With the pulse generator case removed and the battery still attached to the pcba, the battery measured 2.657 volts (ifi range 2.74v - 2.41v), confirming an ifi=yes condition. A visual assessment on the pcba showed no visual anomalies. There were no performance, or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, initial report: last known settings inadvertently not added.

Manufacturer narrative:
Corrected data, version 1: date inadvertently not reported as 10/18/2019.

Event description:
Information was received noting that the patients generator was replaced due to battery depletion. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Corrected data, supplemental report 03: additional information inadvertently not marked.

Event description:
The explanted generator was returned for product analysis. No other relevant information has been received to date.

Event description:
Patient¿s mother expressed concern that the battery depleted quickly compared to the patient¿s previous generator. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.